Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide additional information on the evaluation of the unused samples returned. The samples were subjected to endotoxin and extraction tests. These test results verified that both samples met manufacturing specifications. The returned samples were verified to be the normal products. From the investigation result and the available information, a cause-and-effect relation between these samples and the reported fever was unable to be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 -UDI no. - not required for this product code. The actual device used on the involved patient was not returned. Two unopened samples from the same product code/lot# combination were received by ashitaka from the user facility. Visual inspection of the unused samples found no anomalies in their appearances. A review of the device history and the shipping inspection records of the involved product code/lot# combination was conducted with no relevant findings. The customer reported similar events for other devices with the same product code/lot# combination. See MDR's 9681834-2016-00192 and 9681834-2016-00193. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient experienced a fever after intervention treatment using the glidecath device.